Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and four months post filter deployment, computed tomography revealed positive for pulmonary embolism evolving right upper lobe and lower lobe segmental pulmonary arteries with saddle embolism and a bifurcation. There was also subsegmental pulmonary embolism the right middle lobe and left upper lobe. There are segmental left lower lobe pulmonary emboli as well. Approximately eight months later, patient presented with abdominal pain. Approximately six years later, computed tomography revealed the filter tilted posteriorly with superior most aspect of the filter abutting the posterior wall of the inferior vena cava. Superior tip of the filter was approximately 1cm below the level of the renal veins. All the struts extend beyond the outer wall of the inferior vena cava, however none of them definitely perforate the adjacent structures. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.